Manufacturer narrative:
Sewing ring from implant kit (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection which revealed a torn suture within the sewing ring. Review of the device's inspection record confirmed that the associated device met all requirements for release. Further review revealed that the sewing ring passed visual standards with an aql of 0.65. Based on the investigation conducted, the most likely root cause of the damaged sewing ring suture can be attributed to assembly error and/or suture failure during assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines proper surgical procedure in attaching the sewing ring. A sewing ring attaches to the myocardium and allows for pump orientation adjustments intraoperative. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard. It cautions to not over-loosen the sewing ring's screw or it may fall off the sewing ring and be lost in the sterile field. Lastly, it instructs to verify that there is no blood or air leakage around the sewing ring and to add reinforced pledgeted sutures as needed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device damaged prior to use.

Event description:
It was reported that there was a defect/damage in the suture of the sewing ring inside the pump kit. The sewing ring was not used. Different sewing ring was taken from the backup pump kit and used. No patient complications have been reported as a result of this event.